Manufacturer narrative:
Failure analysis found unresponsive down arrow button due to unlocked connector at lcd board. Failure analysis was unable to perform displacement test due to unresponsive buttons. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The husband reported via phone call that the customer had a keypad anomaly. The husband stated the buttons on the insulin pump were intermittently functional. Customer's blood glucose was 99 mg/dl. It was also reported the customer was unable to press the act button to scroll through the menu. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.